Event description:
Rptr had a beauty treatment called thermage. The dr used a very high energy level that resulted in major swelling the day after. Six weeks after the procedure rptr's face started taking on a dimple like texture like cellulite. It has now been five months and the dimples and dents from fat loss due to the melting of their fat cells seems to be getting worse. Rptr is about to have a nervous breakdown as rptr sees their face get more disfigured.